Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had painful hip. Patient didn¿t know when her primary surgery was done. The numbers on the poly were destroyed when it was removed. We determined it to be a 54mm by using trial liners. It was a 28x54 lipped liner that came out. No further information is available. Doi: unknown; dor: (B)(6) 2021 right hip.